Event description:
The patient has reportedly experienced sound quality issues with his internal device. In addition the patient has become a non-user of his device due to the sound quality issues he has experienced. Surgery to explant the patient will be scheduled.